Event description:
Well I have breast implants natrelle saline filled style 68mp since (B)(6) 2014. At first everything was fine but then on (B)(6) 2017 a few days before my birthday, I get really sick with diarrhea, sharp strong pain in my stomach to the point I had go to the ER where they ran test showing that my lipase levels were high. I was given meds for pain a few days later, my pcp ran more blood work. Where my lipase sky rocketed from 99 to 241 in just a few days. I had a hosp stay of 3 days, again they ran test and everything comes back normal but yet drs diagnosed me with acute pancreatitis even though I have no stones in my gallbladder and I am not a drinker. When the pancreas inflammation went away I went back to normal but still feeling extremely tired to this date, ear ringing, itchy skin here and there, I bruise easily a few days before my period, hair loss and no sex drive, and then all of a sudden again in (B)(6) of this year 2019, I have another pancreatitis relapse. Again I go to the ER where they run test and blood work and my lipase was high again. Endoscopy, ultrasound, and mrcp all come back normal except my lipase levels are again high and the pain is at a 10; I was given heavy pain medication. Due to extreme pain, again pancreas inflammation goes back to normal but in both episodes. I lost 15 lb due to the fact that I cannot eat anything, I can no longer eat any fatty food nor any spicy food since I've had the first episode. I drink only water and eat very healthy. I am so scared of getting another relapse of pancreatitis. I honestly don't know what's going on. I was always healthy and now I have this worry in the back of my head of when will the pancreatitis hit again. I have read that other women with breast implants have suffered from the same case as me and they too have been told that everything is normal, how can this be? And yet we are dying from pain and unable to attend to our families, not fair. FDA safety report ID# (B)(4).